Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0501 captures the reportable event of suture detachment of device or component.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, after smooth insertion of the scope, the fourth band could not be deployed, and it was observed that the suture had detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.